Manufacturer narrative:
Samples are collected in green top bd lihep plasma tubes and centrifuged for 10 minutes at 3500 rpm. Per customer, qc was in range. System checks run on (B)(4) 2011 passed within specifications. Service was not requested for this event. The customer is not questioning instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting elevated troponin (accutni) results generated by the access 2 immunoassay system. These results were questioned by the physician since all other cardiac testing on this patient were in the normal reference range. The results from the alternate methodology were 'less than' a set cut-off but are still considered 'positive'. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.